Manufacturer narrative:
Other text: b3: date of event, d4: catalog number, lot number, expiration date, UDI section, g5: 510k number and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer had a broken bivona trach. Patient involvement is unknown.

Manufacturer narrative:
Other text: d10, g1, h3, h6: updated one device was returned for investigation in used conditions without the original packaging. Visual inspection confirmed the customer complaint that shaft was separated from the connector, it was seen that the whole adhesive was attached to the connector. During the manufacturing process, devices are routinely inspected for quality assurance. Investigators went through the manufacturing process and were not able to duplicate the reported issue with any of the manufacturing tools used during the assembly process. Based on the analysis conducted and the customer report, it presents damage which can be caused by excessive manipulation or cutting with a tool; the assembly process was reviewed in which no sharp tools are used and there is no way to cause damage manually. Device history review was not completed as no lot number or item number was provided.